Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit was found with several small holes in the chamber base during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare for evaluation. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of small holes on the base of the chamber. Residue was identified on the float and on the base. Analysis of the residue indicated the presence of sodium, chlorine, and other chemical substances. Conclusion: our investigation confirmed the reported holes on the base of the mr290v vented autofeed humidification chamber. Further analysis indicated that it was likely due to the exposure of the chamber base to a source of sodium chloride. Chlorine reacts with the heated aluminum base and readily corrodes the material over time, resulting in the holes observed. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. The use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with a rt380 adult dual heated evaqua2 breathing circuit was found with several small holes in the chamber base during patient use. There were no patient consequences reported.